Manufacturer narrative:
Corrected data: d4 UDI number: one device was returned for evaluation. Visual inspection revealed a scratched lcd lens. The event history log confirmed ¿high alarm displayed: cassette locked but not latched¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty latch lock sensor. The latch lock sensor was replaced and error code cleared. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an inoperable latch lock flex and ec 4440 in event history log. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.